Event description:
A nurse reported that one system was producing "higher results", meaning results that caused the intraocular lens calculation to be 2.0 diopters higher than another system. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and probe and no problems were found. The system was then tested and met all product specs. No samples were returned for eval. The customer informed the company rep that they inserted different settings for the same pt on two different systems, which is why there were conflicting results between the two systems. This was only realized after the customer had already contacted the company to report the complaint. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause of the reported "higher results" was attributed to misuse by the operator due to entering different settings for the same pt on two different systems. (B)(4).